Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that one sensor caused bleeding and a sensor needle hub had gotten stuck in the serter. The customer's blood glucose level was 26 mg/dl. The customer treated with glucagon. The customer called back to report that he still had issues with the sensors and serter. The customer's sensor and serter were replaced and was informed to return them for analysis.